Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check electrode belt messages) was confirmed. Upon investigation, the electrode belt failed the incoming ECG fall-off test. The cause for the failure was isolated shorted transient voltage suppressor v1 inside of ECG 'c'. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was experiencing adjust/check electrode belt messages.